Manufacturer narrative:
The ge service representative conducted an onsite investigation. The candle sticks were regreased. The ma null was adjusted and the filaments were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a low ma error message. No patient injury was reported.